Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the attempted right atrial (ra) lead was exhibiting high thresholds. After being repositioned a few times, adequate thresholds were obtained. Upon connection to the ICD and subsequent testing, it was discovered that the lead had dropped into the ventricle. The lead was repositioned again only to exhibit high thresholds and intermittent capture. The lead was removed and a different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.